Event description:
On an unk date, the nurse loosened the tri-star adaptor to remove from the skull clamp attachment after the procedure was completed once it was completely removed, it was noticed that the product was broken. There was no patient injury. The items and unit were never dropped. The xr2 unit has only been used 2 to 3 times prior to the incident. No other info was provided. Additional info will be requested.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.